Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient mentioned they had to have their ins replaced because they had to get the ins "jumpstarted" 3 times and the ins would no longer turn on.